Event description:
Patient reported ¿MRI report a rupture of the right device. Periprosthetic fluid leakage¿, ¿spontaneous rupture of the right extra capsular implant¿, and ¿daily chronic pain in the rib cage in the right hemi belt, cervical and right shoulder while medically wandering.¿ the device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "daily chronic pain in the rib cage in the right hemi belt, cervical and right shoulder while medically wandering.¿

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported ¿MRI report a rupture of the right device. Periprosthetic fluid leakage¿, ¿spontaneous rupture of the right extra capsular implant¿, and ¿daily chronic pain in the rib cage in the right hemi belt, cervical and right shoulder while medically wandering.¿ the device has been explanted.